Manufacturer narrative:
Additional product code: ljs. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported that they noted leaking on second lumen of PICC with initial cares. The provider was notified, blood cultures and cbc sent to monitor potential infection. According to the customer, the leaking PICC line was removed on (B)(6) 2026, and a new PICC line was placed on (B)(6) 2026. The patient is currently stable.